Manufacturer narrative:
Additional information was added to d9, h3, and h6. H11: the device was received for evaluation. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. During evaluation a downstream (distal) occlusion sensor test, upstream occlusion sensor test, and flow rate accuracy test were performed and no issues were observed. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum large volume pump under infused during infusion. While administering bivalrudin, the infusion was not completed by the expected time. It was observed that approximately 150 ml of fluid remained, with the infusion rate appearing slow. However, the volume remaining displayed was only 40 ml left, prompting the addition of extra volume and a note to recheck the bag in an hour. Despite this, the fluid volume did not decrease as expected. There was no report of patient injury or medical intervention associated with this event. No additional information is available.